Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving prialt (20 mcg/ml at 6.2 mcg/day) via an implanted infusion pump. It was reported the patient had a fall and landed on their back. The patient was having increased pain so a catheter dye study was performed and the hcp noted it failed. The patient was brought back to the or on (B)(6) 2021 and a new catheter was placed. The old catheter was tied off and left implanted. It was noted the issue was resolved.